Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis was unable to start properly and dispalyed a blue screen. The technical support specialist verified the device and launched up the application to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system unable to start properly.the customer stated that this malfunction caused a delay to the patient care.there were no adverse events or injuries reported based on this incident.